Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to button response. Unable to confirm unexpected battery power loss and low battery alarms due to no button response. Device not received without belt clip unable to confirm damage. Device was received with cracked reservoir tube lip, cracked case at display window corner, cracked battery tube threads, cracked case at reservoir tube window corner and minor scratched display window.

Event description:
The customer reported via phone call of an off no power battery alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was dropped. The customer stated that she did not receive a low battery alert prior or the off no power alert. The customer was advised that unattended alarms will drain the battery. The customer was advised to monitor the pump and insert a new aaa alkaline battery. The customer stated that she can clear it when she clears it. The customer stated that the pump is not alarming now. The customer stated that the screen is hard to read because of the scratches. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to button response. Unable to confirm unexpected battery power loss and low battery alarms due to no button response. Device not received without belt clip unable to confirm damage. Device was received with cracked reservoir tube lip, cracked case at display window corner, cracked battery tube threads, cracked case at reservoir tube window corner and minor scratched display window.